Event description:
It was reported that no atrial lead was implanted and no data was being collected. The device was reprogrammed and data is being collected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.